Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Event description:
Patient reported left side "rupture per CT scan". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as surgical damage and missing shell observed assessed as inconclusive. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "rupture per CT scan". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.